Event description:
It was reported that the surgeon had difficulties during the final tightening of the locking nuts. The surgeon had to complete the surgical procedure with one loose connection. No pt complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for eval. Per the reported event, the products were implanted. Previous investigation has found that the locking screws were not mfg according to print specification.